Event description:
It was reported that the tip of a driver was fractured within a screw head during a procedure. It was unable to be removed and was retained by the patient. As the patient is quite young, a removal may be planned in the future. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.